Manufacturer narrative:
Intellatip mifi oi temperature ablation catheter was evaluated by boston scientific. Visual inspection noted that the device does not have visual defects. A functional test was performed, the steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Continuity test was conducted and the device is under specification. Finally, the ablation was verified by using the maestro generator 4000, and the device was found within specifications. Laboratory analysis was unable to confirm the reported clinical observations. The device was found within specifications.

Event description:
It was reported that during a procedure to treat paroxysmal supraventricular tachycardia (psvt), an intellatip mifi oi temperature ablation catheter was selected for use. After insertion into the patient's body, the temperature continued to be high. Because of higher than set temperature on catheter tip, ablation process did not proceed. Higher temperature value was observed in stockert generator, but no error messages were displayed. Catheter was replaced and the issue was resolved. Procedure was able to be completed successfully without any patient complications. Catheter was returned to boston scientific for further analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure to treat paroxysmal supraventricular tachycardia (psvt), an intellatip mifi oi temperature ablation catheter was selected for use. After insertion into the patient's body, the temperature continued to be high. Because of higher than set temperature on catheter tip, ablation process did not proceed. Higher temperature value was observed in stockert generator, but no error messages were displayed. Catheter was replaced and the issue was resolved. Procedure was able to be completed successfully without any patient complications. Catheter is expected to be returned for further analysis.